Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: increased perforation risk with an MRI-conditional pacing lead: a single-center study. Pacing clin electrophysiol. 2015 mar; 38(3):334-42. Doi: 10.1111/pace.12550. Epub 2014 dec 2. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's lead. The article indicated that the patient presented three months post-implant with ¿pleuritic chest pain, new exercise associated dyspnea, elevated d-dimer, and a mild pericardial effusion on transthoracic echocardiographic (tte).¿ there was a suspected lead perforation. A repeat tte was done which showed a large amount of pericardial fluid with signs of tamponade. The fluid was drained and issue was resolved. The lead showed stable parameters; therefore the lead was not revised. At subsequent follow up appointments, the patient was asymptomatic and the lead remained stable. The lead remains in use. No patient complications have been reported as a result of this event.